Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h382 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h382 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The customer returned the kit with smart card for investigation. A review of the smart card data verified that blood collection began in double needle mode and the treatment was aborted after 200 ml of whole blood had been processed. The received kit was intact and verified the tubing leak as dried blood was seen on the outside of the collect pump tubing segment. Inspection of the collect pump tubing segment found a cut in the tubing. The collect pump tubing segment was pressure tested and a leak was verified at the site of the cut. It is unlikely that the tubing segment was damaged prior to product release as an in-process leak test is performed on all kits prior to packaging. The root cause of the tubing leak was most likely due to the cut in the collect pump tubing segment; however, the cause of the cut in the tubing could not be determined based on the available information. No further action is required at this time. This investigation is now complete.. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 200 mls of whole blood was processed at the time the leak occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer returned the kit and smart card for investigation.